Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose levels up to 290 mg/dl. Patient alleges the pump delivers too low insulin. Patient stated the pump triggered e4 (occlusion) error message. Patient reported she took correction via the pump. No adverse event reported. Requested return of the alleged pump for evaluation.